Manufacturer narrative:
No holsters were received with unit. The insulin pump was received with a cracked and bleeding liquid crystal display glass and cracked reservoir tube. The insulin pump was unable to perform the displacement test, self-test, operating currents measurement test, off no power test, unexpected restart alarm test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to the liquid crystal display damage. The insulin pump was also received with a cracked case at the liquid crystal display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump sustained a crack to the device's screen and body. The customer stated that he was in a car accident and the insulin pump was damaged in the collision. The customer's blood glucose was 127 mg/dl. The customer stated that the liquid crystal display screen and reservoir compartment were cracked. He advised that the vehicular accident was in no way caused by a high or low blood glucose event, stating that the accident had been caused by another driver having ran a red light. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.